Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient saw a power on reset (por) message. The patient's therapy stopped due to the por. The patient was trying to charge their implant when they saw the por message on the recharger. It was an informational por and was cleared successfully. No further complications were reported or anticipated.